Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h11. Corrected fields: e1 (address line 2, initial reported mail ID and phone number).

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4, d9, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they did not find any fault in the cardiosave device. The unit passed all functional and safety checks to factory specification. The issue was speculated to have been caused by the iabp catheter.

Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) had gas leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had gas leak. There was no patient involvement.